Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving bupivacaine (30 mcg/ml at unknown dose) and hydromorphone (15 mcg/ml at unknown dose) at unknown concentrations and doses via an implantable infusion pump. It was reported that patient was getting the error code 8476 on the personal therapy manager (ptm) on saturday and the pump was alarming every 10 minutes. It was noted that the alarming had stopped and the pump seemed to be working as it should. There were no reports of any electromagnetic resonance. No symptoms reported. Caller was redirected to their healthcare provider (hcp). No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider and manufacture representative reported the motor stall had been confirmed and the pump was programmed to minimum rate. It was noted they hoped to schedule surgery for pump replacement on friday. It was noted the cause of the stall was an older pump model and end of battery reached. On (B)(6) 2020, the pump was read, decreased rate to minimum rate and scheduled for replacement. The patient's weight was (B)(6).